Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 50.8 cm of the distal lead segment was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 7.0-9.4cm and 17.4-19.8cm from the distal tip. The silicone insulation was abraded and the sensing conductors were visible. Internal insulation abrasion was found at 11.9-12.1cm and 36.1-36.6cm from the distal tip. External insulation abrasion was found at 43.1cm-43.6cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at all abrasion locations.

Event description:
It was reported that a recently implanted system was explanted due to infection. During this procedure, externalized conductors were noted on the previously capped lead.